Event description:
Patient met criteria for a biventricular implantable cardioverter defibrillator and received a medtronic model 7297 in 2005. In 2006, patient suddenly felt weak, somewhat short of breath and felt a shock from her defibrillator and subsequently had two additional shocks after the defibrillator was interrogated. Patient underwent device evaluation; the right ventricular leads pacing impedance was elevated at 2500 ohms with decrease sensing to 2.8 millivolts. The left ventricular lead functioned appropriately. An electrophysiology study confirmed greater then 2500 ohms, and r wave of 3.6 volts and a recommendation was made to replace the lead due to the high lead impedance. Patient was admitted for a right ventricular lead extraction and replacement. Tolerated the procedure well.